Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.50 x 32mm, de novo target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The lesion was pre-dilated with a 2.25 x 12mm semi compliant balloon at 16 atmospheres for 10 seconds. The 2.50 x 38mm promus premier select drug eluting stent was advanced but became damaged while crossing the lesion. The device was removed and predilation at high pressure was performed again. A 2.50 x 32mm promus premier select stent was deployed successfully to complete the procedure. The patient status was stable.

Manufacturer narrative:
The promus premier select ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were misaligned. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.50 x 32mm, de novo target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The lesion was pre-dilated with a 2.25 x 12mm semi compliant balloon at 16 atmospheres for 10 seconds. The 2.50 x 38mm promus premier select drug eluting stent was advanced but became damaged while crossing the lesion. The device was removed and predilation at high pressure was performed again. A 2.50 x 32mm promus premier select stent was deployed successfully to complete the procedure. The patient status was stable.